Event description:
During baxter's functionality testing of a spectrum pump, it displayed a constant air in line message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced. The confirmed alarm was found to be caused by a failed upstream sensor with low ultrasonic readings. With low ultrasonic readings it would make the pump more sensitive to air in line alarms the failed upstream sensor was replaced. Additional information: low readings, increased sensitivity.